Event description:
Pt was wearing a posey vest. She slid down into the seat of a wheelchair and the seatbelt was around her chest; when the nurse found her she wass cyanotic; seatbelt was released to free the pt. Pt was checked by physician who noted a red spot on her posterior. Pt was released.